Event description:
Account alleged intermittent bed operation. No injury reported. Upon investigation, the power cord was found to have an open on one of the wires causing the bed to have no power. The tech replaced the power cord to resolve this issue.